Manufacturer narrative:
1. DHR/bhr review(lot#2249820): 1)this batch of products were assembled at intima ii auto line 2 in september 2022, and packaged at r240 package line in september 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:2056538, 2061734) 2. No actual samples and pictures have been received from customer, and the specific site of the catheter break and the state of the catheter break surface cannot be identified. 3. Take the retained samples of the complaint batch to conduct the relevant functional tests of the catheter. 1)the bending resistance of the catheter is tested and the samples pass the test. 2)45psi leakage test is carried out, and no leakage is found at the catheters. 3)catheter pull force test is performed (to simulate the human environment, the samples need to be soaked in warm water at 37 ° c for 72 hours before testing), and the test results all meet the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, and the usage is unknown, the root cause of catheter break after placment cannot be confirmed, and the plant will continue to follow up on the complaint.

Event description:
"Time to use medical devices: (B)(6) 2023 reasons for using medical devices: infusion condition of use of medical equipment (whether it is used normally): normal time when the adverse event occurred: 2023.6.2 situation when medical device adverse events occur: the indwelling needle hose has completely slipped, and inspection revealed that part of the hose is missing (approximately 15mm) time to take measures: 2023.6.2 measures to be taken after an adverse event with a medical device: immediately ask the child if he or she is feeling unwell, check the puncture point to see if there is no local redness, swelling, hardness, or cord-like objects, ask the child¿s family members for unknown conditions, and the nurse will remove the tape and remove the indwelling needle for safekeeping. Re-intubation and infusion were performed. After the infusion, the patient's family members went to (B)(6) hospital on their own to undergo plain CT scans of the left upper limb, anteroposterior radiographs of the hand, anteroposterior chest radiographs, and color ultrasound of superficial organs (at the needle hole of the left hand). No foreign matter was found. On the morning of (B)(6), the child went to our hospital for infusion again, and underwent chest CT and cardiac color ultrasound, but no foreign bodies were found. Time for improvement or regression of adverse events: results after treatment: the child underwent various examinations at (B)(6) hospital and our hospital, and no stump of the indwelling needle was found. There was no abnormality in the local examination and the child had no discomfort. It is considered that the possibility of the hose remaining in the body is extremely small. "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in catheter broke / separated after placement the following information was provided by the initial reporter. "Time to use medical devices: 2023.6.1. Reasons for using medical devices: infusion. Condition of use of medical equipment (whether it is used normally): normal. Time when the adverse event occurred: 2023.6.2. Situation when medical device adverse events occur: the indwelling needle hose has completely slipped, and inspection revealed that part of the hose is missing (approximately 15mm). Time to take measures: 2023.6.2. Measures to be taken after an adverse event with a medical device: immediately ask the child if he or she is feeling unwell, check the puncture point to see if there is no local redness, swelling, hardness, or cord-like objects, ask the child¿s family members for unknown conditions, and the nurse will remove the tape and remove the indwelling needle for safekeeping. Re-intubation and infusion were performed. After the infusion, the patient's family members went to (B)(6) hospital on their own to undergo plain CT scans of the left upper limb, anteroposterior radiographs of the hand, anteroposterior chest radiographs, and color ultrasound of superficial organs (at the needle hole of the left hand). No foreign matter was found. On the morning of (B)(6) the child went to our hospital for infusion again, and underwent chest CT and cardiac color ultrasound, but no foreign bodies were found. Time for improvement or regression of adverse events: results after treatment: the child underwent various examinations at (B)(6) hospital and our hospital, and no stump of the indwelling needle was found. There was no abnormality in the local examination and the child had no discomfort. It is considered that the possibility of the hose remaining in the body is extremely small. "